Event description:
Related manufacture reference number: (B)(4). Related manufacture reference number: (B)(4).it was reported that the patient presented remotely. Review of transmission revealed that the pacing system exhibited failure to capture. No interventions were performed. There no were no patient consequences.